Event description:
Nursing home received new wheelchair with thoracic lumbar-sacral corrective orthosis. Pt had velcro strap around trunk and was found on 9/21/94 falling out of wheelchair with velcro undone. Representative came on 9/24/94 and recommended a different belt. On 9/25/94, resident was repositioned several times for sliding forward. Found her slid out of wheelchair - unable to release strap (too tight) and breathing restricted by strap. Lifted resident up and examined wheelchair. Front of cushion slopes down and cushion cover and part of cushion extends over seat of wheelchair.